Event description:
It was reported that this patient with a 19mm bioprosthetic pericardial aortic valve, implanted for 10 years and nine (9) months, underwent a valve-in-valve procedure due to aortic stenosis and regurgitation. A tavr was performed with a 20mm edwards transcatheter heart valve. The valve was deployed and flared. However, the echo peak velocity was 2.5 m/s, as such, the surgeon decided to crack the pre-existing valve frame to further expand the transcatheter heart valve. Tte demonstrated no paravalvular leak and improvement in the peak velocity to 1.6 m/s. The procedure was successful. The patient was transferred to pacu. The patient was discharged home on pod #1.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 19mm bioprosthetic pericardial aortic valve, implanted for 10 years and nine (9) months, underwent a valve-in-valve procedure due to aortic stenosis and regurgitation. A tavr was performed with a 20mm edwards transcatheter valve. It was reported that the patient is doing great. No additional information provided.